Event description:
Customer reported the item has broken tips. On (B)(6), 2011, additional info was received from the dental assistant. She stated the device fractured during a tooth extraction of the left third molar in which the dentist was using the device in the proper manner in which the elevator should be used when extracting a tooth. There was no pt injury. A dental dam (or other protective device) was not being used during the procedure "because this never happened before". It wasn't until the elevator was removed from the pt's mouth and placed on the doctor's bracket table that the piece fell off. However, the dental assistant reported the dentist felt there was the potential for the tip to go down the pt's through and cause harm.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.